Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert for extended charge time. It was noted that the patient wants the device explanted due to discomfort from shocks. In november , it was requested to schedule the patient for repeat interrogation. Further information could not be obtained at this time.